Manufacturer narrative:
The devices used in this procedure were not returned to recor for evaluation. However, information that was provided does not indicate that there was a malfunction or abnormality with the equipment. Additional devices used: paradise cartridge ref - prds- CT-02 lot - 025883 exp - 2025-09-11. Connection cable ref - prds- cc-02 lot - m4169 exp - 2026-01-15.

Event description:
There is no indication of any failure of the device. In addition, there is no indication of any misuse of the device. Event: hypertensive crisis 46-year-old female enrolled in the gps registry on 03 sep 2024. Past medical history was significant for hypertension since 2014 (last episode of hypertensive crisis on 10 oct 2023), type-ii diabetes, stroke on (B)(6) 2024 and coiling of anterior communicating artery aneurysm. Subject was on 4 anti-htn medications (bisoprolol 5 mg, trandate 200mg, spironolactone 25mg and felodipine 10mg) at the time of consent. On (B)(6) 2024, the subject underwent renal denervation procedure, and the procedure was uneventful. On (B)(6) 2024, 03 days post-procedure, subject presented to hospital with complaints of thunderclap occipital headache and left eye blurring, resulting in hospitalization. On the same day, CT head and CT angiogram were performed, which noted a complete occlusion of previously coiled anterior communicating artery aneurysm. No signs of aneurysmal subarachnoid hemorrhage, acute ischemic infarction, stroke or hydrocephalus were noted. On (B)(6) 2024, a lumbar puncture was performed which showed no evidence of subarachnoid hemorrhage. The headache was attributed to high blood pressure. Bp measurements at the time of the event are not available. Dose of anti-hypertensives medications were unchanged. The subject's condition was improved and was discharged under stable condition on (B)(6) 2024. The event was resolved on 18 sep 2024. On 16 oct 2024, source document was provided by the site. The event was reassessed on 17 oct 2024 and reportability decision was made on same day based on the new information received.